Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Investigation determined the device had a faulty therapy pcba. The therapy pcba is not available for this device due to age. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report their device has a potential therapy board failure. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.